Event description:
It was reported that during deployment of a vena cava filter, the last few filter legs remained inside the deployment sheath; however, with additional manipulation the filter tilted upon deployment. There was no attempt to retrieve the filter. There is no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.